Manufacturer narrative:
For 7 of the 7 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported events, the following were replaced: for 1 unit the sample return coupler was replaced, for 1 unit the condenser unit was replaced, for 1 unit the condenser tubing was replaced. To resolve 1 event, the bellows assembly was reseated, to resolve 1 unit, the advanced breathing system was cleaned and re-assembled. To resolve 1 event, a ge healthcare service issued a proposal to replace the lower flow sensor holder and canister latch lever which was not accepted to date. Serial# (B)(4).

Event description:
This report summarizes 7 malfunction events. A review of the events indicated that model 1009-9002-000 anesthesia gas machine experienced a gas leak greater than 4.5l per minute. These reports were received from various sources. Of the 7 events, 6 did not involve patients, and 1 did involve a patient. There was no patient information available.